Event description:
Subsequent to the initial medwatch report additional information was received indicating that the vessel closure device was a perclose closer s device. Reportedly, a 22 cm length of wire or catheter is visible within the abdominal aorta, extending from the mid-portion of the descending thoracic aorta to just above the level of the aortic bifurcation. The following additional information was received: (january 24, 2007) the patient underwent a percutaneous transluminal angioplasty of the left internal carotid artery. After the procedure was successfully completed, arteriotomy closure of the right common femoral artery was attempted. The physician who performed the vessel closure attempt documented the following: angiography of the femoral sheath revealed positioning well above the bifurcation over the femoral head and therefore suitable for percutaneous closure. Perclose device is deployed with the sutures successfully. However there was quite a bit of resistance on trying to withdraw the device likely due to malfunction with the foot processes, in any event the device was left in place. Femstop was applied to control any oozing around the artery. The patient maintained pulses in his right leg but was taken to the operating room for intraoperative removal of the perclose device and femoral artery repair. Surgical operative documentation indicated that the right leg and foot were ischemic and active arterial bleeding was noted at the puncture site and around the perclose closer s device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose closer s device was used in a calcified vessel and per the instructions for use, the safety and effectiveness of the perclose closer s device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A medwatch report was previously filed for the initial event in (B)(6) 2007 on MFR #2953144-2007-00156. The reported event was initially reported that the device had broken at the guide. The device was removed surgically and the artery repaired. The case was made more difficult because the patient was on plavix and religious belief refused blood transfusion. Under general anesthetic, a cut down was performed around the perclose closer s device and direct pressure was applied on the femoral artery above the puncture site, but some blood was lost. The patient was relatively heavy and it was a somewhat deep wound. It was discovered that the femoral artery was very heavily calcified with a large posterior plaque noted at the puncture site. There was also a long anterior tear in the femoral artery which was at least 2 cm long. The perclose closer s device was removed. A large calcified plaque which, that had already somewhat embolized, was occluding at least half of the lumen of the artery was removed during a fairly extensive endarterectomy. Because of loss of pulses in the foot, a right femoral fogarty embolectomy was performed. It was suspected that the patient has some peripheral vascular disease because we could not get below the mid calf. Good inflow was confirmed but there was at least a 2 cm anterior opening in the femoral artery. A bovine pericardial patch graft was used to close the arteriotomy. After opening the flow there were multiple bleeding points noted through the posterior wall of the artery and it was suspected that at the time of the puncture of the femoral artery several holes had been made in the posterior wall of the artery, although this could have also been aggravated by the extensive endarterectomy. About 2 to 3 inches of the most diseased part of the femoral artery was dissected, which included the bovine patch. A dacron graft was then used as an interposition graft, carrying out anastomoses above and below to close the arteriotomy. It was confirmed that there was good inflow and good backbleeding and open flow to the leg. The patient was given systemic antibiotics. Doppler pluses were confirmed in the foot. The patient was discharged home 5 days later. In (B)(6) 2010, the patient was seen by a urologist for evaluation of blood in his urine. The CT scan, done on (B)(6) 2010, showed a radiopaque linear structure measuring 22cm in length, likely due to a retained catheter or wire retained within the aorta. This extends from the mid-portion of the descending thoracic aorta to just above the level of the aortic bifurcation. It was determined to leave the device in place. Follow-up CT, done on (B)(6) 2011, documents there continues to be a radiopaque wire or catheter within the aorta extending to the level below the renal arteries; this is unchanged in appearance when compared to the prior exam. Incidentally, the CT scan in (B)(6) 2010 showed an unrelated soft tissue mass in the right upper quadrant that was surgically excised and found to be benign

Event description:
It was reported that "a patient was injured while the doctor was using a perclose device". Reportedly, "a large portion was left behind in the patient". "It was stated that "the doctor used the term "malfunction" when describing the procedure and the perclose device." No additional information was provided. Attempts to contact the reporting party for additional information including user facility and contact information, device part number or complete device name, date of occurrence or complete patient, event and device malfunction description have not been successful.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all relevant information.